Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A heli-fx endoanchoring system was used prophylactically in an endurant ii stent graft during endovascular treatment of the patient. It was reported that over a year later, during a secondary procedure unrelated to the endoanchor, angiogram showed that an endoanchor was floating in the aorta near the celiac artery. The patient had the endoanchor removed via femoral cut down and a snaring technique to resolve the event. As per the physician the cause of the event was not determined. No additional clinical sequelae were reported and the patient is fine.